Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon - not able to get it myself from vagina [foreign body in reproductive tract]. Tampon string broke off [device breakage]. Went to remove tampon and string broke off [complication of device removal]. Case description: consumer reported via e-mail that she went to remove tampon and the string broke off. No serious injury reported.